Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
This device is part of the battery performance alert advisory and explanted. The patient condition was not reported.

Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was confirmed. However, further investigation showed the bpa was falsely triggered since the data required for bpa calculation was lost during the reset and firmware reload process. Interrogation of the device revealed the device was above eri when received. No anomaly was detected.